Event description:
It was reported that during the implant of the lv lead, the lead could not be fully inserted into the device due to a set screw issue. The device was explanted and replaced. The patients condition was fine.

Manufacturer narrative:
Evaluation: the reported field event of the inability to insert the lv lead was confirmed and was caused by epoxy found on the ring contact spring. The epoxy resulted in the reported difficulty inserting the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.